Event description:
It was reported that a 28-year-old female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 300cc and experienced bilateral deflation, and patient dissatisfaction with the size of the implants. As a result, patient underwent bilateral replacements as follow: r/ sn; (B)(6), cat: smhb-500 l/ sn;(B)(6), cat:smhb-470, on (B)(6) 2023. This report relates to the right side.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation, patient dissatisfaction h6 health effect - clinical code e2402: patient dissatisfaction with the size of the implant. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 07, 2024. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpps dv 300cc returned device. Leak testing was performed, in accordance with mentor procedures, and it identified a tear on the posterior view, measuring approximately 0.2 cm. In addition, no other leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).